Event description:
A customer contacted beckman coulter inc. (Bci) stating that a copper pipe, connected to the access 2 immunoassay system liquid waste drain kit, had been leaking. The access waste drain kit is routed to the cooper pipe floor drain, which removes the access 2 liquid waste exclusively. The facility plumber was sent to the laboratory to repair the copper pipe. While the plumber was soldering with a flame torch to repair the leak, two explosions occurred. The plumper discontinued soldering. There was no injury or liquid waste exposure to the plumber or to any operator that was reported by the customer. There was no smoke, fire, or explosive particles that propelled into the room during this event.

Manufacturer narrative:
The customer has disconnected the waste drain line and is using a waste bottle at this time to collect the liquid waste. It was informed by the field service engineer (fse) that there is the potential for sodium azide formation in the access 2 liquid waste, which can react to heavy metals, such as copper or lead. The copper pipe was not installed by bci personnel. Currently, the plumbing code has requirements for the type of copper pipe that can be used for waste lines. User error is the root cause for this event.